Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
(B)(4): on investigation, there was no visible damage to the keypad. Testing confirmed the keypad buttons had intermittent response requiring multiple presses with excessive force to evoke a response. None of the keypad buttons have normal spring back or click. The keypad was removed for investigation and revealed contamination present under the contacts of all the buttons.

Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, the keypad button(s) is not responding consistently to user input. There was no evidence of product misuse. The pump is being returned for investigation. There was no report of patient impact associated with this complaint.